Manufacturer narrative:
H3) the software analysis determined that this was not a software issue. According to review of event information on record and related complaints, the inaccuracy issue does not occur with the use of the spine clamp and only on the perc pin. Suspect the perc pin was not rigid enough or secure enough to not move for the image registration. There is nothing indicating this event is software related as the imaging system provided the required amount of radiation and reconstructed a usable image on the system. Software functioning as designed. No failure found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site observed an alleged inaccuracy with navigated spins. The manufacturer representative stated they had to spin 4 times to get a spin that navigated accurately. Unknown if there was any frame movement in between spins. There was no impact on patient outcome. The site stated that the issue only occurs when the health care professional used a perc pin reference frame, and the last cases using the spinous process clamp had no alleged inaccuracies. The manufacturer representative stated that the issue hasn't occurred since the software upgrade on the navigation system occurred.